Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during archive data review and during functional testing. The root cause of the issue was due to the brake gap being out of specification and the gap cannot be readjusted. A replacement of the drivetrain motor is required to remedy the problem. Visual inspection was performed and found no physical damage to the autopulse platform. Unrelated to the reported complaint, the platform was examined and found an encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate needs deburring to address the encoder drive shaft issue. The platform failed the initial functional testing due to a system error 139 (unable to hold compression position) message was observed upon powering up the device. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform sn (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. Since the device was not returned, physical investigation of the autopulse platform could not be performed and a root cause could not be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) was displaying an error message " system error, out of service, revert to manual CPR". No patient was involved.